Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and got loose after 7-8 hours of usage. As a result of this issue, the patient experienced blood glucose levels of 400 mg/dl. He went to the hospital and received insulin injections as treatment. The patient stayed in the hospital under observation and was released after several hours on the same day.